Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient turned off the scs system without verifying the charge level of the battery. The patient then did not charge the device for approximately 20 - 25 days. Subsequently, when the patient tried to turn on the device, the patient programmer failed to connect to the device. Also, connection with charging system was impossible. Consequently, the patient's implantable pulse generator was successfully replaced with a new one. Stimulation therapy was re-established and the system is functioning properly and the patient is fine.

Manufacturer narrative:
The dfu states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy."